Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03322. It was reported the pt experiences burning and stinging sensations at his scs ipg pocket site while charging his scs system and when using his scs system stimulation. The sensations resolved when the pt stops charging his scs system or when the pt turns off his scs system stimulation. It was also, reported sometimes after charging his scs system, the pt experiences redness at the scs ipg pocket site which eventually resolves. The pt has lost approximately (B)(6). A sjm representative advised the pt of charging recommendations. Additionally, programming parameters were discussed. Follow-up is pending. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.